Event description:
A hospital in (B)(6) reported that water was leaking from the water feedset tubes of two mr290v vented autofeed humidification chambers from two rt225 infant breathing circuit kits. This was found during setup and prior to patient use. They further reported that the complaint devices have been discarded.

Manufacturer narrative:
(B)(4). The hospital reported that the complaint devices were discarded before we could request their return for investigation. Previous investigations of similar complaints have revealed that leaks in the water feedset tube on an mr290 chamber may be related to a physical break in the feedset due to the feedset being caught or setup under tension or the glue at the spike/tube connection not bonding properly. However, without the return of the complaint device, we were unable to confirm the fault reported by the customer or determine what may have caused the problem. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly, we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected, the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."